Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Vertical gastrectomy, in the 3rd shot in the antrum region of the stomach, the surgeon seamed the tissue with a purple load, when the button was prepared for the shot and the stapler tightened, the device broke. There was no patient injury.